Manufacturer narrative:
The insulin pump passed all functional testing. However, the motor was noisy during the rewind due to an anomaly isolated to the motor.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 500 mg/dl at the time of the event. Troubleshooting was performed correctly. No insulin exited during the prime test. The hospital staff suggested that an infection may have caused the event. Nothing further was reported.